Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30222860m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a pericardial effusion requiring autotransfusion. Midway during the procedure, during transseptal puncture, the patient¿s blood pressure dropped. Both the physician and anesthesiologist checked and confirmed that no effusion had occurred. Heparin was then administered, and the blood pressure returned to normal and the procedure was completed. After the completion of the procedure, both the physician and anesthesiologist checked again, and confirmed there was no effusion. When the patient was in the ward, at that time, the patient presented with effusion symptoms and an effusion was identified. The patient was immediately stabilized. Physician¿s opinion on the cause of the event is that it was procedure difficulty related. Medical intervention provided was blood autotransfusion. Patient has fully recovered with no residual effects. Extended hospitalization was not required. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Ablation had been performed prior to noticing the effusion. There was no evidence of a steam pop. The flow settings for the thermocool® smart touch¿ bi-directional navigation catheter was set to 25 watts and 30 watts at 17 cc. Force visualization features that were used during the procedure were graph, dashboard, vector and visitag. The visitag parameters were time 3 seconds, range 3 mm, force over time 25%, tag size 2, minimum force 5 grams, and time color option. Since the involvement of biosense webster, inc. Products cannot be excluded this event will be conservatively reported under the thermocool® smart touch¿ bi-directional navigation catheter.